Event description:
It was reported that the health care professional (hcp) wanted a review of reports for this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the reports and noted that in an episode there were noisy signals on the right ventricular (rv) channel. It was noted that the noise was seen in episodes dated back a month ago. Ts provided further insight of the episodes and suggested following actions. It was noted that the patient was seen recently. The device remains in use. No adverse patient effects were reported.